Event description:
In (B)(6) 2017, I had a boston scientific spinal cord stimulator implanted. I have constant swelling and pain in the area of the implant. I have also had constant migraines, at least 2-3 a week. My surgeon has had me come back every couple of months to keep an eye on it because it was abnormal. In (B)(6) 2018 my doctor ordered the allergy test from boston scientific because he had a feeling I was experiencing an allergic reaction. He performed the test on me in (B)(6) 2018. I tested positive for an allergy to a component that the device is made up of. Pellethane was what I tested positive on. I had one appointment with an allergy specialist on (B)(6) 2018 in (B)(6). She could not help me in any way. I have called boston scientific company a couple of times and they have informed me that they are not medical doctors or allergists so they can't help me. I have contacted the reps for the same company that I dealt with before having the device implanted and they have also informed me that they have no information to share with me. I have had several appointments with my surgeon trying to figure out how to proceed. I have an appointment with the (B)(6) clinic in (B)(6) 2018.